Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels rose above 400 mg/dl while wearing the pod. The patient continued insulin treatment utilizing pods during the hospital stay. New settings, basal rate and ki factor was changed by the doctor. The patient was discharged after 1 week.